Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It reported that the arctic sun device indicated that it needed water but then as soon as the device was filled, it hardly absorbed any water and appeared as full. As soon as it started working, it had showed empty again. In addition, an alarm 79 (non recoverable system error) appeared on it which indicates the differences of more than one degree between the primary and secondary sensors. Also stated the user had to disconnect the arctic sun device. Per follow up via ibc on 12jun2021, the issue was found when patient started the therapy with this device. The therapy was completed with another arctic sun device. The device was sent to our technical service headquarter and repaired. The temperature level sensors were replaced to solve the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It reported that the arctic sun device indicated that it needed water but then as soon as the device was filled, it hardly absorbed any water and appeared as full. As soon as it started working, it had showed empty again. In addition, an alarm 79 (non recoverable system error) appeared on it which indicates the differences of more than one degree between the primary and secondary sensors. Also stated the user had to disconnect the arctic sun device. Per follow up via ibc on (B)(6) 2021, the issue was found when patient started the therapy with this device. The therapy was completed with another arctic sun device. The device was sent to our technical service headquarter and repaired. The temperature level sensors were replaced to solve the problem.